Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that about three weeks post-implant, the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode presented to the clinic with redness at the electrode incision left lateral of the sternum. There was no fever, fatigue, or pain except during palpation. The patient was started on an oral antibiotic treatment for seven days. No adverse patient effects were reported. The electrode remains implanted and in service.